Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was provided which noted the patient had twiddled this lead. No additional adverse patient effects were reported.